Event description:
Customer reported via phone, the buttons on the insulin pump were not responding properly. Customer was attempting to change her setting and thinks she might have held the down button too long for the device alarmed button error. Customer attempted to resolve issues by removing the battery and resting the device. Customer's blood glucose was 126 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm, other than her changing the settings. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners and cracked battery tube threads.